Manufacturer narrative:
Product complaint # (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to obtain the following information however no response has been received to date: how are you currently feeling? Does ethicon have your permission to contact the doctor, in the event ethicon would like to contact the treating physician for more clinical information to be used for a product quality complaint investigation? If so, please provide the doctor's name, contact email information and sign release of medical information. To date the device has not been returned and no additional information has been obtained. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient went to the ER on (B)(6) 2019 because of stabbing his eye with a flat head screwdriver. The ER healthcare profession put the topical skin adhesive on the patient's eye, believing the issue was not that deep into his eye. The patient's eye ballooned up and he was unable to see. He was rushed for a CT scan and they found that the flat head screwdriver had made it to the eye socket fracturing the skull. The patient was told he now has air in his brain. The swelling on the eye has gone down. No product will be returned. Additional information has been requested.